Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service rep evaluated the customer unit and could not duplicate the reported problem. The carefusion field service rep did note that there was no blender or patient circuit on the unit when it was received for evaluation. The carefusion field service rep performed calibrations on the unit and the patient circuit test with no reported issues

Event description:
The customer reported, the vent failed on a patient yesterday. The driver stopped and they couldn't get the driver to restart. Carefusion technical support specialist explained that the driver will stop whenever there is a loss in pressure and that possibly the leak was not identified. Customer additionally reported, finding some things that were not in specs.